Event description:
It was reported that this right ventricular (rv) lead may have pulled back and was near valve or partially in the atrium. Moreover, the r waves were already on the low side. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.